Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in a little over a year. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 7070703 UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2366500 model: sc-2366-50 serial: (B)(6). Batch: 7070504 UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced ineffective therapy due to paraspinal lead placement. The patient had not used the device for over a year and was pain-free. As a result, the leads and the implantable pulse generator (ipg) were explanted. The explanted devices will not be returned for analysis, as they were discarded by the medical facility. The patient is recovering well post-operatively and is expected to make a full recovery.